Event description:
The device was connected to the patient and the device rendered a shock determination. Reportedly, power immediately shut off. A crew returned to the station and obtained a backup device. The back up device was used to administer a shock to the patient. The patient was admitted to the hospital, but expired the following day. The reporter indicated the patient outcome was not affected by the report, since the patient had an extensive cardiac history.